Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was a low draw. This occurred on 6 occassions, however, the patient impact was not reported. The following information was provided by the initial reporter: vacuum shortage.